Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
This complaint is related to MDR#: 1828100-2015-00583 and 1828100-2015-00586. The srt has tagged the centrifugal battery "equipment out of service." The suspect device will be returned to the laboratory for further evaluation.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the single fuse holder panel mount type in bottom cover is not passing direct current (d/c) voltage/current to the d/c output connector with a good fuse installed. There was no patient involvement.